Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7070095.

Event description:
It was reported that the patients lead was fractured. Lead fracture was not confirmed through an imaging. No further information has been obtained.